Event description:
Device broke or disassembled during use. When the surgeon tried to implant the screw to the patient, the screw was broken. The implants are stocked at the hospital.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 4 events associated with this event type (device broke or disassembled during use) and product code (B) (4).